Manufacturer narrative:
(B)(4). The complaint for this air in tubing (without alarm) complaint is not confirmed, because a batch review could not be performed, the sample was not returned to baxter for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, the home patient (hp) had air in the tubing. The home patient (hp) stated there were a lot of air bubbles in her patient line and she had just started the fill and right away pressed stop. Global product surveillance contacted hp on (B)(6), 2011. The hp stated that she was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp stated that she had terrible pain in her shoulder when she had air in the tubing. The hp stated that she talked to the nurse (rn) concerning the reported problem. The hp stated that she is more careful to make sure that the patient line is primed before connecting for therapy.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.